Manufacturer narrative:
The device has not been returned to the MFR for eval. Chr showed no other similar product complaint(s) from this lot number.

Event description:
On (B) (6) 2010, (B) (6) had PICC line order for at home abx. Earlier that day, pt had abcess aspiration from l4-5 region. Pt was exposed to lidocaine and latex. No reaction noted at that time. Approx 5 hours later in pt's room, pt was draped in sterile fashion for PICC. Pt a/o. Skin pink, warm and dry. No c/o pain. Pt on dilaudid pca since the night before. No new meds had been started. No abx had been started. Pt did not eat anything, he had never eaten before. Pt's mother just got finished assisting with bath. PICC line inserted per protocol. Approx 30 sec later, pt c/o "feeling funny" and "my throat feels like it is closing and my tongue feels thick". Pt gags and is turned onto lt side. Pt projectile vomits large amount of food and fluids. Pt eventually turned back to supine. Pt is pale and diaphoretic. Rapid response called. Pt connected to cardiac monitor. Pca stopped. Pt in svt 160's. Unable to obtain b/p. Pt's body began to turn red entirely. Pt c/o "unable to see" and "I just see black". Pt's face and eyes began to swell. Pt was given solumedrol and benadryl. Adenosine given x3 per protocol. Not effective. Pt was given etomidate and cardioverted 3 times, not effective and b/p was still unattainable. Pt was bagged with ambu bag until arousable. Pt was then given epi sq. Etomidate wore off and pt became arousable. A/o x3. Pt could see. Pt reported tongue and throat swelling decreasing. Svt changed to st 140's. Manual sb/p 78/p. Levophed started at 2 mcg/min. Pt stabilized and was prepped for transport to ICU.